Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the wire guide got stuck in the cxi when the cxi was used for the procedure. It was further noted that the device unraveled. Another device was used to complete the procedure. There were no reported adverse effects to the patient as a result of this product problem.